Event description:
A report was received that the patient was experiencing discomfort at the ipg pocket site. The patient underwent a revision procedure wherein the pocket was relocated and the patient was reportedly doing well postoperatively.